Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and verified the reported issue. Root cause of the missing magnet is determined to be the bent magnet retaining clips. The device was archived by stryker and the customer received a replacement.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The device was unable to be repaired and the customer received a replacement. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.